Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplement report.

Event description:
The patient stated that she has experienced 5 leaky infusion sets since 2007. The most recent two events occurred the following month and three days later. She stated that leak occurs near the cannula of the headset. Her blood glucose elevated to 450 mg/dl. She changed her infusion set and performed a bolus via insulin pen to lower her blood glucose. Her normal blood glucose range is 50-200 mg/dl. No further information is available. Product was requested to be returned for evaluation.